Event description:
It was reported that the ilet¿s touchscreen was fractured, rendering the display nonfunctional and unresponsive, and the user transitioned to an alternative insulin therapy while awaiting a replacement. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.